Event description:
Reportable based on analysis completed on 15dec2014. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.00x20mm promus element¿ plus stent was advanced to treat the lesion however, the device was unable to cross due to the tortuousity of the artery. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the 7th & 8th rows from the proximal edge of the stent were distorted & damaged. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cones profile were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).